Event description:
It was reported through an x-ray image that the patient presented a dislocation of the implant's femoral head. It is unknown the date or side of dislocation. It is unknown what medical intervention was performed to correct the adverse event. No more information is available.

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. The clinical/medical investigation concluded that the intraoperative findings of the reported elevated metal ion levels may be consistent with findings associated with metal debris; however, the root cause of the reported symptoms noted in the legal claim cannot be concluded and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. No further clinical assessment is warranted at this time.